Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection. No button error alarms noted. All buttons function properly. However corroded keypad traces noted.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error on the insulin pump. Customer's blood glucose level was 322 mg/dl. Insulin pump will need to be replaced. No additional information provided.